Event description:
After removal from the packaging, the physician found the distal end of the stent was turned up. There was no damage noted on the outer carton, inner pouch or hoop. The stent delivery system was noted to be completely contained in the hoop upon removal from the pouch. There was no resistance encountered when removing the sds from the hoop. The product was not used in the patient.

Manufacturer narrative:
The product has been received and an analysis is pending. Additional information will be submitted within 30 days of receipt.